Manufacturer narrative:
Section d4: model number: a complete model number is unknown; however, it was mentioned as diu. Section d4: catalog number: a complete catalog number is unknown, as the serial number was not provided. Section d6a: if implanted, give date: unknown, information not provided. Section d6b: if explanted, give date: not applicable, remains implanted in the eye. Section e1: initial reporter, middle name: unknown/not provided. Section e1: initial reporter, phone number: unknown/not provided. Section h3: the device was not returned for evaluation as the lens remain implanted in the eye. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Citation: hwang, h. S., an, d., kim, h. S., & kim, e. C. (2024). Comparison of visual efficacy and patient¿s satisfaction between two toric iols, enhanced for intermediate vision and monofocal. Bmc ophthalmology, 24(1). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported in a literature article titled "comparison of visual efficacy and patient's satisfaction between two toric iols, enhanced for intermediate vision and monofocal" that a retrospective chart review was done to compare the visual efficacy and patient satisfaction between 2 toric intraocular lenses (tiols), enhanced for intermediate vision or monofocal. A total of 68 astigmatic patients (n=100 eyes) underwent cataract surgery with implantation of a tiol (both from johnson & johnson vision): tecnis eyhance toric ii iol (group 1: diu iol; n=50 eyes) or tecnis tiol (group 2: zct iol; n=50 eyes). At one to 3 months postoperative, percentage of eyes with misalignment > 10° include (group 1: 2%; group 2: 3%), misalignment include (group1: 2.51 ± 0.35; group2: 3.02 ± 0.52), clockwise (cw) misalignment include (group1: n= 36 (72%); group 2: n=35 (70%), counterclockwise (ccw) misalignment include group1: n= 6 (12%); group 2: n= 10 (20%), glare and halo include (group1: 1.75 ± 0.81; group 2: 1.62 ± 0.51), far vision satisfaction include (group 1: 1.62 ± 0.87; group 2: 1.66 ± 0.73), overall satisfaction include (group 1: 1.27 ± 0.47; group 2: 2.02 ± 0.53). There were no further interventions reported.